Manufacturer narrative:
Additional information has been requested regarding the reported incident. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that during the transfer of a resident, the load-bearing strap failed. Luckily, they were above the bed at the time of the incident, which prevented any injuries. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Event description:
A other health care professional contacted technical service to report that during the transfer of a resident, the load-bearing strap failed. Luckily, they were above the bed at the time of the incident, which prevented any injuries. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The service technician inspected the lift and found the motor axle (shaft) was broken. The technician was contacted for additional information about the event and the technician confirmed that the electrical motor was replaced to resolve the alleged issue. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. A report of motor shaft breakage would be unlikely to cause or contribute to a death or serious injury, if the malfunction were to recur as the device has a secondary system with a safety drum that lowers the patient to the surface in a controlled and safe manner, in the event of a motor or transmission failure. This patented safety design provides protection against uncontrolled lowering. There are no risks identified for this failure due to the single fault system (sfs). After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.